Event description:
Approx three minutes into the start of a routine hemodialysis treatment, pt reported difficulty breathing and had skin flushing. The nurse discontinued treatment without performing rinseback of the pt's blood resulting in an estimated blood loss of 190cc. The pt was administered benadryl and solu-cotef. This was the pt's first dialysis treatment with the nxstage cartridge with filter. The pt has a prior history of known allergies and similar reactions to previous dialyzer used on conventional dialysis. This was addressed by routinely flushing the dialyzer with normal saline prior to treatments. Flushing of the filter was not performed prior to this treatment. No other medical intervention was required. The pt has received a subsequent dialysis treatment with flushing of the filter prior to initiating the treatment without any problems.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. Facility staff confirmed that when the pt was on conventional dialysis, the filter was routinely flushed with approx 3-4 liters of saline prior to treatments. Upon receiving their first treatment at the new center the pt experienced a reaction as filter flushing was not performed. The pt is pretreated with benadryl and continues treatments with no symptoms. Nxstage medical considers this report closed. No add'l info will be provided.